Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl. The customer's other blood glucose value mentioned 231 mg/dl, 232 mg/dl. The customer did experience symptoms such as fatigue and anger low blood glucose value. The customer treated low blood glucose value with glucose paste. The drive support cap appears normal. Based on customer¿s report customer does not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer reported insulin dripping or squirting from end of set before connecting at their site. The insulin pump will not be returned for analysis.